Event description:
Customer reported hemoglobin results were not matching on mode to mode comparison with the result from the manual mode recovering higher when using the coulter® lh 500 hematology analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced the bsv (blood sampling valve) actuator valve. He also found the bsv front and middle sections were worn and replaced the bsv. Additionally, the aspirator pump pinch tubing and aspirator lines from needle to bsv were replaced. Reproducibility, mode to mode, and calibration were performed to verify the repairs and system performance. (B)(4).